Event description:
It was reported that the programmer had a electrocardiogram (ECG) malfunction. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further noted, on analysis, that the radiofrequency programmer head returned along with the programmer as an associated device had its coating missing from its label.

Event description:
It was reported that the programmer had a electrocardiogram (ECG) malfunction. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a electrocardiogram malfunction, however, the link electronic module was replaced and calibrated as a preventive measure, as well as the hard drive being reconfigured and the software reloaded. The programmer then passed functional and systems tests and no other anomalies were found. Concomitant: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 2067 radio frequency programmer head; product ID 229047 software analyzer.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.